Event description:
Eptifibatide drip was infusing at 12ml/hr. A new bottle was hung, and the rate was verified for 12ml/hr. The tubing was primed with approximately 20-30 ml of medication to remove all of the air in the line, and the medication was restarted. Approximately 2 hours later, the alaris pump started alarming air in line. Upon examining the bottle, it was noted that the bottle was empty. The pump was rechecked to verify the rate of infusion once again. The rate of infusion was correct. It was a 100 ml bottle, so 70-80 ml infused over 2 hours.